Manufacturer narrative:
The returned catheter was inspected and tested and found to pass all safety and performance tests. Investigation revealed that the cause for the catheter failure was saline contamination of the interconnect area. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical result is an initialization error and failure of the catheter to function. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth. Reconnect and use as normal.

Event description:
It was reported by the rep that during an atrial flutter ablation procedure the physician connected the acunav ice catheter to the x300 and within seconds of connection, an error popped up on the x300 screen saying that "transducer not supported". When we toggled between the ice transducer and other transducer connected the error always reappeared when the ice transducer was selected. The physician tried disconnecting and reconnecting the catheter several times and the same error would always reappear within seconds of connection. We were never able to see any ice images with this catheter. We tried restarting the x300 system but that did not resolve the issue. We opened another brand new 8f acunav ice catheter and immediately upon connection were able to see an ice image and no errors came up. No further issues were seen with the acunav ice catheter. As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery.